Event description:
The customer reported that the device is intermittently losing wi-fi connection. There was no patient/user injury reported. This event has been captured under hillrom ref #(B)(4).

Manufacturer narrative:
The eli 380 device is indicated for use to acquire, analyze, display, and print electrocardiograms. Device is indicated for use to provide interpretation of the data for consideration by a physician. Device is indicated for use in a clinical setting, by a physician or by trained personnel who are acting on the orders of a licensed physician. It is not intended as a sole means of diagnosis. ¿ the interpretations of ECG offered by the device are only significant when used in conjunction with a physician over-read as well as consideration of all other relevant patient data. ¿ device is indicated for use on adult and pediatric populations. ¿ the device is not intended to be used as a vital signs physiological monitor. The device was returned for investigation and the reported event could not be replicated. Following the reset of the device, it was functioning as designed. Therefore, no root cause could be established. Based on this information, no further action is required at this time. If the eli 380 device loses connection to the wireless network, the device is unable to transmit or receive EKG¿s. This failed connection may result in a delay of patient treatment which may cause or contribute to a serious injury or death. Therefore, hillrom is reporting this alleged connection failure as a product malfunction.